Event description:
It was reported that the patient received an inappropriate shock due to oversensing of myopotential noise. An xray was done. Technical services reviewed the xray and advised the electrode had migrated. Technical services advised to reposition the electrode. A procedure was done to successfully reposition the electrode. The electrode remains implanted. There were no additional adverse patient effects.